Event description:
The customer reported that an alarm occurred too late and a pt required CPR treatment.

Manufacturer narrative:
(B)(4). It is unk if the monitor contributed to this injury. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.